Event description:
The customer reportedly received the following results on the accu-chek advantaged system within 10 minutes: 287mg/dl, 171mg/dl and 447mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.